Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ zero reflux IV connector was damaged during use. The following information was provided by the initial reporter, translated from (B)(6) to english: mz1000 was started to be used on (B)(6) 2022, and a crack on its top area was found on (B)(6) 2022.

Event description:
It was reported that the bd maxzero¿ zero reflux IV connector was damaged during use. The following information was provided by the initial reporter, translated from japanese to english: mz1000 was started to be used on (B)(6) 2022, and a crack on its top area was found on (B)(6)2022.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 21-oct-2022 . H6: investigation summary one mz1000 sample from an unknown lot was received without packaging for investigation. The feedback provided by the customer indicates a crack was detected on the female luer adaptor (fla) of the maxzero component. No further information was available to assist the investigation in this instance. As part of the investigation, the customer provided photographs of their experience. Analysis of the photographs in addition to a close inspection of the returned sample, confirms the customer's experience as a visible crack is detected on the maxzero fla. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards.